Event description:
It was reported that after the patient underwent electrical acupuncture, they believed that there was a problem with the implantable neurostimulator. Additional information received reported that the patient was released from the hospital as "psychogenic demonstrative," which was normal for the patient's disease.

Event description:
Additional information received reported that the patient had a "psychogenic problem" which caused her to take a needle and stick it through the skin into the stimulator pocket. The stimulator had "a few scrapes". The patient got a new stimulator and her outcome was described as "ok". No further information about this event was provided.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. The label side of the device had multiple scratches on its surface. The access hole adhesive had a puncture in it. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.